Event description:
A smell was noticed by staff in "blue" hallway of nicu. Rn and cna tried to locate source and could not. Rn stated it smelled most in one room. When rn went into room she noticed a small stream of white smoke coming from the top of unit's control box. The unit was unplugged and removed from the patient's room. The smoke had stopped and they watched the unit for ten minutes at the front desk with no further smoke seen.biomed comments: smoke was due to the fuse holder burning up. Possible arching causing fuse holder to burn away. Replaced fuse holder and fuse. Performed safety and operational test.